Event description:
It is reported that when the surgeon inserted this drill into radius, the drill fractured and a splinter was retrieved from the wound site.

Manufacturer narrative:
This report will be amended, when our investigation is complete.